Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro is losing co2 air from the handle and no delivery of co2 to right canal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The vv6 pro device was returned to the factory for evaluation. There were slight signs of blood and signs of clinical use. A visual inspection was conducted. No defects were observed. The device was evaluated for insufflation system function. Air was passed through the insufflation system with reference endoscope 537202 installed. The gas passage was verified to be open with no blockages observed. The handle assembly was opened. The insufflation tubing was observed to be dislodged and was pulled free from its housing. A review of the manufacturing process instructions confirms that the adhesive as present in the correct locations at point 1, point 2 and point 3 as defined in the assembly procedure. Additionally, each device undergoes a complete leak test and insufflation flow rate test after assembly. The device history record is unable to be reviewed. The product lot was not reported by the account and the product lot cannot be conclusively identified from a ship history. Based on the result of the testing, the reported complaint for ¿cannula insufflation leak¿ was confirmed. The root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for review. There was no evidence of any manufacturing defect discovered during the course of the investigation that could have caused or contributed to the reported event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro is losing co2 air from the handle and no delivery of co2 to right canal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.